Event description:
A 1.25 mm diameter x 15 mm length sprinter legend over the wire (otw) balloon dilatation catheter was inflated in a vessel exhibiting 99% stenosis. No issues were noted during the preparation and inspection of the relevant device prior to use. The balloon inflated without issue, but did not fully deflate. The balloon was re-inflated and attempts were made to deflate it four more times at 25 atms in an attempt to rupture the balloon. The balloon finally ruptured at about 25 atms on the fifth inflation and was then removed. No health hazard was caused to the patient.

Manufacturer narrative:
Results: (unable to determine a root cause based on information supplied).